Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an introducer sheath kit. The customer reports that the end of the guide wire appeared to have coiled up on itself when removing it from the needle. Customer reports that all pieces of the guide wire were accounted for.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway upon completion the results will be forwarded.